Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test while changing the battery and no delivery. In the alarm history a battery out limit was found. The down arrow button felt more recessed than the other buttons on the insulin pump. He was having a hard time pressing the down arrow button. The insulin pump's screen had a scratch. Customer's blood glucose level was not reported. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.